Event description:
The us complainant had a purge disc issue discovered in use at the hospital by the nurse. The aic will be sent for service and the IFU followed and a backup console used. No harm or injury.

Manufacturer narrative:
The impella device was received from the customer on 1-aug-2022. Data analysis: aic logs from the complaint date showed purge related issues during the purge cassette change procedure. See ic3907 aic logs complaint date in the attachment section. Device analysis: the console was tested after arriving in fs. The purge disc retainer was confirmed to be broken (broken blue disc retainer - see attached image). Before returning this console back to the customer, fs was instructed to replace the purge disc retainer, validate sensor accuracy via section 12 of the pm procedure (0042-7309), and perform a full functional check on the console and optical system (0042-7316).